Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Peripheral neuropathies in hands and feet [neuropathy peripheral], uses a walker [gait disturbance]. Case description: a consumer reported that they, an elderly female age (B)(6), used fixodent denture adhesive, original cream daily beginning (B)(6) 2011 after using polygrip denture adhesive on her dentures daily beginning 2008 through (B)(6) 2011, and reported the following: peripheral neuropathies in hands and feet, now uses a walker. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for the past 3 years, diabetes, had a stroke 5 years ago. No further info was provided.